Event description:
The customer reported the screens roll then there is a loss of generator power. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended. (B)(4).